Event description:
It is reported that the plate would not be implanted due to the cannula not being able to thread into the fourth distal hole. Another plate was used to complete the surgery.

Manufacturer narrative:
Eval summary: parts and lot numbers were not provided as to the tools used with the plate. Without use of a proper jig, it may be difficult to line the cannula threads up with the plate for proper engagement, and cross threading could result. With the info provided it is not possible to determine the root cause of the complaint. Evaluation: a functional test was performed on the plate using jig (B)(4), sleeve (B)(4), and cannula (B)(4). The cannula was able to engage in the threads of all the threaded holes on the plate. The mfg records for the plate are in order and do not indicate any mfg anomalies.